Event description:
It was reported that a BD Pyxis¿ MedStation¿ ES located in an oncology ward experienced a downtime event due to a Windows operating system issue. The system reportedly failed to restart on multiple occasions and required operating system recovery. It was further reported that users were unable to access critical medications for oncology patients during the event. No death or serious injury was reported.

Manufacturer narrative:
Additional Information: Section H IMDRF Annex codes.Upon investigation of this incident, it was determined that two machines experienced Windows-related downtime, failed to restart on multiple occasions, required operating system recovery, and prevented access to critical medications. The customer confirmed that this was the second machine affected by the issue and reported inability to access critical medications. No additional troubleshooting, repair, or resolution information was provided.